Manufacturer narrative:
This is one event of 2 for the same patient involving 2 separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac injuries and/or related symptoms on or about (B)(6) 2006. The plaintiff's attorney also alleged that on (B)(6) 2006, the decedent experienced cardiac arrest and subsequently expired on (B)(6) 2006 after the use of the product.